Event description:
It is reported that the pt received an acetabular cup on an unknown date. The pt suffers from health problems and has to have regular check ups. The pt is being monitored.

Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the united states, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendation. As a corrective action, a retraining program for users outside the united states was initiated in november 2009 and reported to the (B)(4) authorities as required. The durom cup reported in this case is not marketed in the united states. A similar cup, compatible with the metasul ldh femoral head, is cleared in the united states and a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should additional info including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was reopened on 07/28/2015 to enter the supplemental information received on 07/24/2015: this additional information does not change previous manufacturer's assessment of this case. Zimmer considers this case as closed again. Should any the device and/or additional information become available zimmer will re-evaluate the case and send an amended medical device report. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information: it was now reported that the patient received a durom acetabular component on the left side on (B)(6) 2008. It was reported that the patient is regularly monitored and that the chrome ions level is slightly elevated, whereas the other metal ions are at a normal level.